Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The multifunction retainer was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and the multifunction cable connector was pushed in the back of the device. Complainant indicated that there was no patient involvement in the reported malfunction.